Manufacturer narrative:
Citation: singh v et al. Corevalve transcatheter aortic valve implantation using the novel transcaval approach: first in man experience. The society for cardiovascular angiography and interventions. Presented on may 29, 2014. Literature attached for reference. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding a study on corevalve implantation using the transcaval approach. The study population included three patients (1 male and 2 females; mean age of 81 years), all of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients one adverse event occurred which was permanent pacemaker implant to treat an unspecified conduction disturbance. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.